Manufacturer narrative:
Difficulty inserting the screw and achieving desired depth was reported. Review of the device history record (DHR) could not be performed as device lot number is unknown. The device was not returned for evaluation as it was implanted. A two-year review of the complaint database for the 315-30xx part family revealed two (2) complaints for the concern of difficulty inserting screw (one of which is the complaint in this report). Possible causes for difficulty inserting screw include improper design, user error- improper length of screw selected, high density bone, not pre-drilling, not backing out and using a larger diameter drill if resistance is felt, inserting the screw in an oblique orientation. However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during a scaphoid orif surgery, "guidewire, drill, proximal cortex drill used per technique. The screw stopped advancing as the leading end of the head of the screw began to engage the patient's bone. It was reported the surgeon had to take the screw back out and proximal cortex drill aggressively to get the screw to seat just deep enough for the surgeon's comfort. It was also reported, the screw was still desired to be 1 mm deeper per the surgeon, but again, the screw stopped advancing. The surgery was completed by "aggressive proximal cortex drilling" to seat the screw into the bone. The surgery was prolonged by 5-10 minutes due to this issue. Per information received, due to this issue the patient was under anesthesia longer, and the screw was "not buried as deep as would like" per surgeon.